Event description:
Second revision surgery - due to an infection of the knee possibly around the total knee replacement. Reference 1st revision, (B)(4), date of surgery (B)(6) 2013.

Manufacturer narrative:
The reason for the revision surgery on (B)(6) 2014 was to treat the patients infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the possible infection or inhibited the patient's immune system. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the implant device history records (DHR), and product complaint report (pcr) database records show that the reported component used in the previous surgery met design, and manufacturing requirements. A review of the sterilization records show that the reported device went through an adequate hydrogen peroxide gas plasma sterilization process and was within it's expiration date at the time of the previous surgery on (B)(6) 2013. The data reviewed in this report supports that the patients infection was not the result of a product or manufacturing process defect. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness.